Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The pneumatic back-plane printed-circuit (pc) board was found faulty and replaced. The pc board was not returned for investigation and no device logs are available for further evaluation. Since neither the pc board, or the device logs have been received for evaluation. We were unable to provide, determine, or confirm the cause for the reported event.

Event description:
Manufacturer reference # : (B)(4).

Event description:
(B)(6) 2016 09:40 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that the ventilator does not pass the pressure transducer sub-test during the pre-use checks tests. If there was patient involvement is unknown at this time. (B)(4).